Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - n/a. PMA/510(k) number. Manufacture date.

Event description:
It was reported that patient underwent left partial knee arthroplasty on an unknown date. Subsequently, patient underwent arthroscopy procedure on (B)(6) 2013 to removed a loose piece of cement. During the procedure the surgeon noted patient had mild patellofemoral disease. No further information has been provided.